Manufacturer narrative:
No product was returned. Per echo review, patients history of infective endocarditis has produced a biofilm across the valve resulting in the high gradients. The operative report listed infective endocarditis as the cause of the aortic insufficiency.

Manufacturer narrative:
Aortic: upon receipt at medtronic's quality laboratory, the valve was slightly distorted. All leaflets had been excised during explant. Tissue deterioration, possibly due to mineralization, was observed on all existing leaflets adjacent to the commissures. Cuts and/or tears, possibly occurring during explant, were noted on all existing leaflets and on all commissures. Remnants of glistening off-white pannus remained attached to the sewing ring and existing leaflets along the inflow margin of attachment. Pannus remained attached along the outflow rail adjacent to the right and non-coronary cusps, to all stent posts, extending over to the non-coronary left commissural area. Radiography showed trace mineralization in all commissural attachments. Mitral. Upon receipt, all leaflets had been excised during explant and were slightly stiff but flexible except where host tissue extended on the inflow and outflow. The right non-coronary and non-coronary left commissures were intact. Remnants of glistening off-white pannus remained attached to the sewing ring and existing leaflets along the inflow margin of attachment. Pannus remained attached along the outflow rail adjacent to all cusps, to all stent posts, extending over to the non-coronary left and left right commissural areas, partially covering the tops of the non-coronary and left free margins resulting in restricted leaflet movement. Radiography showed trace mineralization along the sewing ring.

Event description:
Medtronic received information that this aortic bioprosthetic valve implanted for 2 years had a higher than expected gradient. The patient was symptomatic, however the valve remained implanted. It was reported that the patient had (B)(6) 1.5 years post implant and was scheduled for aortic valve replacement but the surgery was cancelled as the vegetations had disappeared (according to tee) after antibiotic treatment and the valve was functioning normally (with some thickening of the leaflets). Additional information was received that approximately 3 years after implant, the aortic and mitral valves were explanted due to aortic and mitral insufficiency. It was reported that the valve leaflets were damaged, but no active infection or endocarditis present. No product was returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.